Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 has constant beeping; "no disposable clamp tubing" error. No patient adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. The device was started in application, and no problems found with beeping or no disposable alarms. However, the pump downstream sensor will be replaced as a preventive measure.